Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power up a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is still underway. The reported problem (does not power on monitor) has been confirmed. As received the battery was non-functional in a monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.